Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the device was in use with a pt when the user observed redness of the pt's skin. Two days later, the surgeon examined the pt's skin and redness had subsided. No permanent adverse effects to pt were reported.